Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation with a clip loaded under the jaws. Upon inspection, engineering actuated the device and the first three clips loaded and closed properly. Engineering performed a rapid trigger test, resulting in a clip spitting from the unit during loading. The unit was disassembled and it was found that there was inadequate amount of lubrication internally. The root cause of the clips spitting was due to an inadequate amount of lubrication, which can cause the clips to spit during actuation. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching process enhancements and retraining intended to further minimize the potential for this type of incident to occur. This document represents our final report.

Event description:
Cholecystectomy- "during use of the device clips came out of the jaw and could not be closed. It was not possible for the user to action the device and clip the cystic."patient status: ok.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.